Event description:
Planned phacoemulsification left eye; 5.5 mm scleral groove was created 2.2 mm posterior to limbus and tunneled anteriorly. Arterior chamber entered using the super blade; paracentesis was made in temporal quadrant. Capsular rhexis hydrodissection was performed with bss and a blunt-tipped cannula. Attempted phacoemulsification during first pass, noted sclera receiving excess heat causing damage to scleral wound. Phaco discontinued, would extended to 7 mm. Proceeded with extracapsular cataract extraction with posterior chamber intraocular lens, os.